Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
It was reported that during a routine follow up check the patient exhibited high pacing thresholds and a decrease in pacing impedances. The pacing impedances were within normal range. The decision was made to reprogram the pacing output and to continue to monitor the patient. Further information was then provided that the rv lead was explanted and replaced. No additional adverse patient effects were reported.